Manufacturer narrative:
It was reported to abbott, a patient experienced a loss of therapy. Diagnostics identified the entire left lead had high impedance e and could not be reprogrammed. The patient has admitted to having several falls at least 2 times a month for the last 6-8 months. Interventions planned were potential revision for fractured leads or complete removal of the full system. The patient decided to have the system explanted. Surgery is pending scheduling. Since a rep didn¿t need to be present during explant procedure the rep will not be notified of any procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced ineffective stimulation due to high impedances on all contacts. Surgery maybe scheduled to resolve issue.